Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted during testing. The act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 182 mg/dl. The buttons were not pressed for three minutes or longer. The buttons are not responding. The device was not exposed to moisture. No further information reported.